Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 alleging when the pump was removed from his pocket the pump was on the ¿verify¿ screen. The patient denied any damage to the pump or the battery cap. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/22/2013 with the following findings: black box review showed power on reset (por) on (B)(6) 2013. The voltage before the por event was above the replace battery threshold. Visual inspection showed no damage to the battery compartment. The battery cap threads were intact. The battery cap was able to fit to the pump and to maintain electrical connection. The battery cap was noted to be within specifications. On testing, the pump powered ¿on¿ and displayed the ¿verify¿ screen. The battery cap was tightened then unscrewed ½ turn with no reboots occurring. The pump passed ¿ez-prime¿ steps and was exercised for 24 hours with no power interruption occurring during the investigation. The pump cover was removed investigation and revealed no damage, defect or contamination of the pump¿s interior components. Investigation was unable to duplicate the complaint.